Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation. Upon inspection and testing, the reported lamp failure was not confirmed. However, the system software froze during start-up and only the olympus start-up page was displayed. This occurred only once during the initial testing. All the connectors and wires were checked, and the boards were disassembled and reassembled, without any observation of failure. The device was then tested for several hours, and the software start-up issue did not recur. The evaluation found all functions were working correctly and the measured values met inspection limits. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during routine inspection and preparation for use for the day, the lamp did not light when starting the unit. Upon inspection of the returned device, the repair center found the system froze upon start-up. There was no report of patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the lamp does not light up and it froze during the startup of the system due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.